Manufacturer narrative:
It was initially reported, the device's blower motor, active exhalation control module and system board were replaced to address the issues. The blower motor was replaced for noise, not a malfunction that could impact therapy.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's blower motor, active exhalation control module and system board were replaced to address the issues.